Event description:
It was reported that the patient experienced pain around their neurostimulator. The patient's device was removed. Additional information was requested, and was not able to be obtained.